Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 522mg/dl after 2 infusion set changes. Customer treated with an injection. Troubleshooting found that the cannula was bent and that this may have contributed to the high blood glucose. Customer was advised on proper insertion technique and to return the infusion set for analysis. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Troubleshooting ended at this point. No further details given.